Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. The patient presented for a planned procedure. Coronary angiography identified a 90-99% stenosed, 8mm long target lesion located in the first obtuse marginal (om) artery with a reference diameter of 3.5mm. The target lesion was treated with direct stent placement of a 3.00x12mm taxus element stent. Following post-dilatation, residual stenosis was 0%. The next day, post procedure lab results revealed elevated troponin values and a myocardial infarction was reported. No ischemic symptoms were observed and no other action was taken to treat this event. The event was considered resolved without residual effects and the patient was discharged that day on aspirin and clopidogrel.